Event description:
On 1/25/92, at approx. 12:12 p.m., a call was received by clinical engineering notifying us of a problem with the central station inthe cardio-vascular special care unit. Upon arrival the following conditions were noted. The central station was displaying th eproper wavefoms for about five seconds, then beeping and performing a software reset. Also in four other rooms a new phenomenon was noted, although the arterial pressure waveforms remained normal in size the entire waveform dropped in position by about five centimeters. There were alarms from each of the above mentioned rooms. The bedside monitors were systematically disconnected from the network with no effect until the monitor in another room was disconnected. At that point the central stopped resetting and the pressure alarms ceased in the above mentioned rooms. It was later reported to us that a similar pressure problem was noted in operating room no. 1, which is tied into the same network.a later examination of the room, two days later, revealed the presence of a pule oximeter cartridge, this unit may have been installed in the rcu at the time of the failure. This canno be verified. The pulse oximeter cartridge has an old version of software (tb10), the new version is vb5. This may may have had an effect on the system. The issue of greatest concern is the fact that a software problem with one bedside effected other patient bedsides on the same networkdevice not labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: 5.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted. Results of evaluation: computer software problem. Conclusion: device failure directly caused event, software/firmware contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.